Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise was detected on the right ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. The complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 6.8cm to 7.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.